Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mode configuration should be done by ae. A technical support specialist (tss) remotely logged into the server and confirmed the device was not configured for profile mode. The device was identified as non-rx in powerbi, and a previous case showed the same issue required contractual verification. It was determined that profile changes could not be made by tss and must be validated through the appropriate contractual process and directed to ae. The customer was informed that the issue was being reviewed outside of support. Customer acknowledged and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station needed profile mode to be turned on since patients were waiting for medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.